Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: retroperitoneal mass. Event description: [hospital name] event description:"device using for sealing and cutting the tissues.", "during the operation, approximately 3 hours later, after an average of 200 activations, the jaws of the probe began to stick to the tissues. It was observed that the jaws tore the tissue directly by sticking to it. Furthermore, when the probe was placed on the table while not in use, the jaws stuck together even though the handle was open; nurses were able to open the jaws with warm isotonic water. During the procedure, nurses continuously cleaned the jaws (every 5-10 activations). After serious adhesions and bleeding were observed, the doctor could not continue the procedure with the probe and switched to [competitor device]." Additional info received from field team member by email on 29 january 2026: there was a minor bleeding. Small bleedings. Closing letter needed. Patient status: good. Intervention: they opened [competitor device].